Manufacturer narrative:
Date of event - estimated 4 weeks prior to the aware date of (B)(6) 2022. Implant date - estimated 4 weeks prior to the aware date of (B)(6) 2022.

Event description:
It was reported via social media a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed with a watchman laa closure device with delivery system. Implantation of three different closure devices were attempted before an adequate fit was achieved. Post procedure the patient experienced myocarditis, pain, pleural effusion, pericardial effusion, and returned to the emergency department on three occasions. The patient began to recover and no further information on the status of the patient is available.